Manufacturer narrative:
This complaint was reviewed and determined to be a malfunction. 09/23/2004 initial report sent to FDA. (B)(4). The lot number of this instrument was included in the voluntary recall issued on may 5, 2004. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU.

Event description:
Reportedly, the handle was pulled once to set the pin, but, when released, it did not return all the way to "reset" itself - as if the mechanism was caught on a burr. When the surgeon pulled the handle again to fire, the handle did not lock back to indicate that it had fired. No patient injury. Procedure: gastric bypass.